Event description:
During the liver transplant, a staple line failed and the patient bled profusely. Patient received 25 units of packed red cells (prbc), 25 fresh frozen plasma (ffp), 2-5-pack platelets (plsts), 3 5-pk of cryo and cellsaver 2917 cc. Patient is now in ICU. Bile duct could not be reconnected so the patient will return to the or in 2 days to anastomosis the bile duct.